Event description:
It was reported that during an angiographic diagnostic procedure in the aorta, the shaft burst at the base of the imager ii diagnostic catheter. The procedure was completed with another imager ii device with no pt complications. Current pt status is reported as "ok".

Manufacturer narrative:
The device has been rec'd for analysis, but requires add'l investigation which is not complete at this time.